Event description:
It was reported that the pt's implantable neurostimulator was turning off. The pt's physician turned on the device. While checking the device program on the pt's other side, the device, again, turned off. The lifetime hours of the device was 6,838 hours, which suggested that the device had not been turned on all of the time. No pt symptoms or outcome were provided. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information. The health care professional reported the programmer was inadvertently shutting the device off due to unfam iliarity with the new programs. Additionally the patient's device was also spontaneously shutting off at home on "several" occasions. The patient experienced increased tremor and no stimulation. The device was reprogrammed, and the problem was solved. There was no injury and the patient recovered without sequela.